Event description:
The customer reported that imprecise total ige, vitamin b12, folate and thyroid stimulating hormone (tsh) results were generated on an unicel dxc 600i synchron access clinical system for four patient samples. This report is three of four and represents the erratic total ige results, above the normal reference range, which were generated on (B)(6) 2011 for one patient sample. Upon repeat, the total ige result varied but did not cross clinical categories. Collectively the results exceeded the assay's precision claims. The imprecise result was reported outside of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The customer indicated that instrument assay controls were elevated during the timeframe of the event. Specific patient demographic information and sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Beckman coulter inc. (Bci) customer technical services (cts) led the customer through instrument troubleshooting. The customer was instructed to execute an instrument routine system check. The check generated results that failed to meet specifications. Bci cts instructed the customer to replace the aspirate probes. Upon completion of the instrument repair, a repeated instrument routine system check generated acceptable results. After the repair, the customer was also instructed to execute an assay quality control assessment which yielded results within the customer's established specifications. Although hardware issues were addressed, no definitive root cause could be determined for this event to date. It is unknown as to whether the same malfunction was the cause of the total ige, vitamin b12, folate and thyroid stimulating hormone (tsh) imprecise results. Mdrs associated with this event: 2122870-2011-04357, 2122870-2011-04358, 2122870-2011-04359, 2122870-2011-04439.